Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a torn filter was observed inside a millipore administration set. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which revealed a torn filter. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was due to a defect in the raw material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.